Event description:
It was reported that the pt attended the clinic on (B)(6) 2009 for his annual programming appointment. He was reportedly doing well with his implant and reported no change in his hearing. However, when testing was carried out, coupling was reported as poor. Troubleshooting was attempted and it was reasoned that the problem had to be with the dib coil. A new coil was ordered and the pt rescheduled to (B)(6). Med-el was not contacted at this time. When the pt returned on (B)(6), the pt again reported no change in his hearing. Functional testing resulted in no change since last tested in (B)(6) 2008. Coupling was attempted with the new dib coil and it was again reported as poor. Med-el was then contacted. There is no swelling around the implant site and no incidents that may have caused swelling were reported by the child. It was recommended that the pt be monitored closely by his caregivers for the next few weeks to ensure there is no intermittency with the implant. It was also recommended that the pt return to the clinic in a few weeks for another attempt at testing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.